Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on the 1st and 2nd distal rows were lifted and pulled in distal direction. The undamaged proximal section of the stent od (outer diameter) was measured using snap gauge and was within the maximum crimped stent profile specification. Stent damage most likely occurred when the stent got stuck in the guiding catheter. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed and diffused target lesion was located an in-stent restenosis of a previously placed stent in the severely tortuous and moderately calcified right coronary artery (rca). After a guide catheter and balloon catheter were advanced to the lesion, a 24 x 2.25 promus premier drug-eluting stent was advanced to treat the lesion. However, the device became stuck within the guide catheter and the distal edge of the stent was damaged. The whole system was removed all together and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed and diffused target lesion was located an in-stent restenosis of a previously placed stent in the severely tortuous and moderately calcified right coronary artery (rca). After a guide catheter and balloon catheter were advanced to the lesion, a 24 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device became stuck within the guide catheter and the distal edge of the stent was damaged. The whole system was removed all together and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.